Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum adhesive released of the hub of the delivery catheter. The mechanical operation of the catheter shaft was kinked/buckled. The septum detached from the hub of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The shaft of the delivery catheter was kink/buckled at 14.4 cm and 20.7 cm. The adhesive bond was present within the hub of the delivery catheter. The septum was pushed within the hub of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively the valve on the catheter hub separated and pushed into the catheter when the dilator was inserted. The catheter was not used and replaced. No patient complications have been reported as a result of this event.